Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the drawer 3.1 intermittent cubie not detected on bus failures. The field service engineer (fse) reseated the row board cable connections to all cubie trays and the drawer controller. The fse also inspected the cubie tray contacts and cleared any debris found. After corrective actions were completed, the drawer and cubies tested successfully in diagnostics and within the application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was experiencing repeated storage space failures. The customer rebooted the system, and upon restart, several storage spaces were not recognized. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.